Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. User medwatch received: please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 0621c were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.